Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000114069 a patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's lead(s) was fractured and read high impedances. The patient was still receiving effective therapy. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode due a fracture of one lead. Patient is receiving effective therapy but require surgical intervention to address the issue, the investigation was unable to determine the lead that was associated with the issue.